Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that during an unrelated surgical procedure, electrocautery was used and oversensing was observed causing pacing inhibition for the patient lasting for several seconds. The patient was reviewed by the cardiac technicians from the hospital and no changes were made to the system. The right ventricular lead remains in service and there were no evidence of any adverse patient effects reported.